Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not charged the ipg as recommended. The patient programmer displays a communication error and an sjm representative confirmed the ipg is depleted. Follow-up identified the ipg was explanted and replaced. Effective stimulation therapy was reportedly restored postoperative.